Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level 400 mg/dl and an insulin injection was administered. The bg level had declined (293 mg/dl). The customer had changed the supplies on the pump multiple times. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.